Event description:
The customer reported that the system exhibited 'pre- charge voltage errors'. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and put back into service.